Event description:
The customer reported approximately several drops of fluid leaked from the probe and outside the instrument involving coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter customer technical support (cts) instructed the customer to clean the probe wipe. The customer cleaned the probe wipe and resolved the issue. The customer performed quality control (qc) to verify system performance. No further fluid leaks were noted.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).